Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was experiencing discomfort and was previously hospitalized with pneumoperitoneum as peritonitis was ruled out. The nurse was placing a call to customer support requesting a replacement cycler due to a report that the patient has been experiencing air bubbles in the patient line of the fresenius cassettes during set up of the pd treatment. The nurse stated the patient primes the fresenius cassettes several times but that the air bubbles do not go away. Additional follow-up was performed with the reporting pd nurse. With respect to the patient¿s prior hospitalization, it was reported the patient was experiencing right upper quadrant abdominal pain. The patient was admitted to the hospital on (B)(6) 2023 and peritonitis was ruled out. Additionally, per the nurse, the patient had an ultrasound that was also negative for any finding. The patient continued pd therapy in the hospital (details not provided) and was subsequently discharged home on (B)(6) 2023. Per the nurse, the patient did not require any other medical intervention during this hospital course. However, the patient¿s symptom of right upper quadrant abdominal pain persisted after hospital discharge prompting the patient to go to the emergency room (ER) on (B)(6) 2023. The nurse indicated this was when the patient¿s pain was attributed to air (pneumoperitoneum). Although, the nurse was not aware of how this diagnosis was established. Regardless, the patient reportedly did not receive any medical intervention and was not admitted to the hospital. On 28/nov/2023, the patient was seen in the pd clinic (the day the initial call to customer support was made). The nurse indicated the patient was observed on the pd set up procedure on the clinic¿s fresenius cycler. During this observation, it was discovered that the patient had errors in the set up procedure. Per the nurse, the patient was re-educated on proper set up steps and upon return demonstration on the clinic¿s cycler/ cassette it was observed that the cassette (lot number unknown; product discarded) had air bubbles. The nurse stated this is when the patient mentioned that she also experiences air bubbles at home when setting up with her home cycler/cassettes ((lot number(s) unknown; products discarded) prompting the nurse to call customer support to request a replacement cycler.

Event description:
On 28/nov/2023, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was experiencing discomfort and was previously hospitalized with pneumoperitoneum as peritonitis was ruled out. The nurse was placing a call to customer support requesting a replacement cycler due to a report that the patient has been experiencing air bubbles in the patient line of the fresenius cassettes during set up of the pd treatment. The nurse stated the patient primes the fresenius cassettes several times but that the air bubbles do not go away. Additional follow-up was performed with the reporting pd nurse. With respect to the patient¿s prior hospitalization, it was reported the patient was experiencing right upper quadrant abdominal pain. The patient was admitted to the hospital on (B)(6) 2023 and peritonitis was ruled out. Additionally, per the nurse, the patient had an ultrasound that was also negative for any finding. The patient continued pd therapy in the hospital (details not provided) and was subsequently discharged home on (B)(6) 2023. Per the nurse, the patient did not require any other medical intervention during this hospital course. However, the patient¿s symptom of right upper quadrant abdominal pain persisted after hospital discharge prompting the patient to go to the emergency room (ER) on (B)(6) 2023. The nurse indicated this was when the patient¿s pain was attributed to air (pneumoperitoneum). Although, the nurse was not aware of how this diagnosis was established. Regardless, the patient reportedly did not receive any medical intervention and was not admitted to the hospital. On (B)(6) 2023, the patient was seen in the pd clinic (the day the initial call to customer support was made). The nurse indicated the patient was observed on the pd set up procedure on the clinic¿s fresenius cycler. During this observation, it was discovered that the patient had errors in the set up procedure. Per the nurse, the patient was re-educated on proper set up steps and upon return demonstration on the clinic¿s cycler/ cassette it was observed that the cassette (lot number unknown; product discarded) had air bubbles. The nurse stated this is when the patient mentioned that she also experiences air bubbles at home when setting up with her home cycler/cassettes ((lot number(s) unknown; products discarded) prompting the nurse to call customer support to request a replacement cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s hospitalization and subsequent diagnosis of pneumoperitoneum. The patient¿s pd nurse stated the patient did not require any specific medical intervention for the pneumoperitoneum other than hospitalization with continuation of pd therapy. Pneumoperitoneum is a known potential complication in pd patients with many potential etiologies including patient error. The patient had been experiencing occurrences of air bubbles in the patient line of the fresenius cassettes during set up of the pd treatment. However, subsequently it was observed that the patient was making errors in the set up procedure and was re-educated. Nonetheless, the fresenius cycler was requested to be replaced due to the reported issue of air in the patient line of the fresenius cassettes. Per the nurse, the lot number(s) of the cassettes in use are unknown and all products have been discarded. Additionally, the manufacturer product investigation of the fresenius cycler is pending at the time this clinical investigation was performed. Currently, it is unknown if the fresenius cycler/fresenius cassettes were malfunctioning or having an otherwise product related issue. Based on the reported information, the fresenius cycler/fresenius cassettes cannot be excluded as a causal/contributory factor. However, patient error is also a very likely factor in this event as it was established the patient was making mistakes in the pd set up procedure.